Event description:
It was reported that the patient¿s right ventricle (rv) lead exhibited low pacing impedance. No intervention or procedure was reported. No patient condition was reported.

Event description:
New information received that, event was discovered via remote monitoring and patient's visit to clinic for further evaluation. No intervention or procedure was performed. The patient had no consequences.